Manufacturer narrative:
The reported event was confirmed, supplier related. The reported failure was able to be reproduced. Sample has been evaluated and observed a black stain on the finger area of the glove- unknown side. Therefore, this complaint was confirmed related to supplier issue. There was an existing scar-24-02-002 that has been issued to the supplier for further investigation. A potential root cause for this failure mode could be defect contributed by vendor. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during foley catheter placement for urinary drainage in the ward, the sterile gloves were contaminated upon opening.

Event description:
It was reported that during foley catheter placement for urinary drainage in the ward, the sterile gloves were contaminated upon opening.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.